Manufacturer narrative:
Device evaluation: g3, g6, h2, h3,h6 and h10. Result of investigation: the root cause was not determinable, as issue is no longer reproducible. Most likely occluded circuit system during start-up self-test. As resolution, performed zero pressure calibration according to service manual and passed. Updated software to version 6.0.1600.0. Performed quick check and passed. Performed verification and passed unit meets factory specs.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us has alarmed technical failure 318 "inspiration valve failsafe failed or occlusion in inspiration" tube failed during patient use. The patient spo2 (oxygen saturation) dropped and had to transfer to a back up ventilator. No other issues noted.